Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that it was difficult to remove the cartridge from the pump. The customer's blood glucose level ranged from 80-150 mg/dl. Customer continued using the pump for insulin therapy.